Manufacturer narrative:
Device evaluation by manufacturer: on 02-mar-2018, a field service engineer (fse) was dispatched to the customer's facility to address the reported event. Fse confirmed the low pressure error in the g8 instrument. Fse found the large syringe was not filling with the wash solution. Fse also observed the hex bolts on the injector valve were too tight. Fse replaced the stator face assembly, rotor seal, performed precision, and ran quality controls (qc). All results were within acceptable range and the error cleared. The g8 instrument was performing as intended. No further action was required from field service. The g8 instrument sn# (B)(4) was installed on (B)(4) 2017 at the customer's facility. Review of device records for sn# (B)(4) did not identify any non-conformances, deviations, or reworks during the remanufacturing process of this instrument that could be related to this complaint event. A 13-month complaint history review and service history review for serial number (B)(4) from 18-oct-2017 through aware date 26-feb-2018 for similar complaints was performed. There were no similar complaints identified during the searched period. The g8 operator's manual under chapter 6: troubleshooting, error 101 pressure low is generated when the pressure will not rise because the pump is unable to run due to air bubbles in the pump check valve. If the elution buffer is empty, place a new elution buffer and execute reagent change. Next, execute drain flush. The most probable cause of the reported event was due to injection valve hex bolts were to tight.

Event description:
On (B)(6) 2018, customer reported getting 101 pressure low error of 0 mpa (maximum transport pressure is 15 mpa) on the g8 instrument. Technical support specialist (tss) attempted to troubleshoot with the customer but the error persisted. On 02-mar-2018, field service engineer (fse) was dispatched to address the reported event, which resulted in delay in reporting of patient results for hemoglobin a1c (hba1c). There was no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.